Event description:
It was reported that a malfunction occurred on the pump, displaying malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and helped the customer in doing so, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue recurred, which they acknowledged and understood.